Manufacturer narrative:
Additional information was received that the patient's pain at the implant site was resolved through reprogramming.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo a revision procedure.